Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was around the 20 mmol/l range. Customer had excessive no delivery alarms which caused high blood glucose levels. Customer changed their site several times however the no delivery alarms continued to recur. Troubleshooting for the no delivery alarm was performed. Customer wanted to return the set and the reservoir for analysis. Customer advised the no delivery alarm did not occur during manual prime. Customer does not have a battery to troubleshoot and will call back when they get one. Customer has been vomiting, feels nauseous, is thirsty and is having difficulty breathing.